Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number and therefore the date of manufacture are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error 3 message on his/her adc blood glucose meter. As a result of this issue, the customer could not test and reported that on (B)(6) 2015 at 18:00 he/she experienced "low sugar" and "dizziness." The customer presented to his/her health care provider, was diagnosed with hypoglycemia and treated with an injection of unspecified "serum." Upon follow-up to clarify the contents of the injection, the customer indicated he/she did not remember. There was no report of death or permanent injury associated with this event.